Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2014 and then experienced a revision surgical procedure on (B)(6) 2023 approximately 8 years and 11 months after initial implant. There is no device information provided. No other patient information / medical history reported. No images of the devices are provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H10. Pending investigation. These devices are used for treatments, not diagnosis. There is no other information available.

Manufacturer narrative:
H6. Investigation results - the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the extent and root cause of the reported polyethylene wear cannot be confirmed as the devices were not available for evaluation and radiographs/photographs and operative notes were not provided. These devices are used for treatments, not diagnosis. There is no other information available.